Manufacturer narrative:
Device not returned to manufacturer for investigation. The complaint was not confirmed as the product was not received for evaluation. Device not returned to manufacturer for investigation.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that prior to a procedure at the user facility, the inside top of the radiolucent right angle drive fell off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. Additional information has been requested from the user facility.

Event description:
It was reported that prior to a procedure at the user facility the inside top of the radiolucent right angle drive fell off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. Additional information has been requested from the user facility.